Manufacturer narrative:
Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) is being filed to correct the PMA/510k date on the prior filed medical device report. Incorrect date of 03/29/2019 is being corrected to 03/28/2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with rainbow glare while looking at white headlights one week post lasik. The patient noted some dry eye as well. The patient was instructed to use topical steroid/antibiotic eye drop three time daily and preservative free artificial tears every hour. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.